Event description:
Patient reported leads were bad. The leads remain in use. No patient complications were reported as a result of this event. Patient further reported when 3rd wire was implanted, patient was having problems "huffing" with exertion initially and md was unable to synchronize. Patient also reported "fractured leads."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Patient reported leads were bad. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4)